Event description:
It was reported that the customer a difference between sensor glucose and blood glucose readings. Customer stated that his sensor glucose reading was 100-180 points higher than his actual blood glucose level. Customer thinks that his blood glucose level at the time was 90-100 mg/dl. Customer stated that he had an occurrence that the threshold suspend was set to 60 mg/dl, but his blood glucose level was 80 mg/dl. Customer stated that he does not remember if he calibrated but he ate something. Customer wanted to know why it takes so long for it to read his blood glucose level. It was explained that it is because of the way glucose travels in the body that there is a lag time for the calibration to take into effect and start trending in the same direction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.